Event description:
An or table was being lowered during a procedure, when both the head and leg portions of the table began to rise, putting the patient in a "u" position. The operator was unable to lower the table. The patient was draped and transferred to another table, and the surgery was discontinued. According to the representative, there was no injury to the patient.

Manufacturer narrative:
This incident was reported to steris corporation, via a medwatch report filed by the hospital risk manager. Steris corporation dispatched a service technician to the facility to inspect the table as soon as the report was received. The table is maintained by a third party biomedical group. The table has been repaired before the technician was able to inspect it. Medical systems personnel reported that the override switches were physically damaged. They also noted that it was likely that equipment had been left on the table base, which was the likely cause of the damaged switches. Warning labels on the table and in-service training by steris corporation emphasizes that no objects should be placed on the base of the table to avoid damage to the shroud, which protects the electric and pneumatic components. The damaged switches were replaced and the table was returned to service. The steris customer service representative has contacted the facility to schedule another in-service training.

Event description:
Technician alleged the brakes were bad.

Manufacturer narrative:
The cause of this event appears to be misuse of the device - i.e., setting/storing objects on the base of the table - resulting in damage to the table's electronics, which in extreme cases can cause inadvertent movement of the table. Such misuse is specifically contraindicated in the labeling of (B) (4) surgical tables in steris training regarding the device. This type of misuse is the object of a voluntary field correction initiated by steris corporation on february 23, 2010 (report #1043572-2/17/10-003-c) of (B) (4) surgical tables. As part of the field correction, steris developed and is installing a rigid guard on all tables that protects the electronic switch assembly from contact with table components that can become damaged and impinge the switch assembly as a result of items being improperly stored on the base of the table. The steris service technician installed the rigid guard on user facility's (B) (4) table. The user facility declined steris' offer for in-service training.